Event description:
It was reported that 321 days after implantation of a 3.5x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal and mid right coronary artery (rca). An 80% stenotic, "hazy" lesion was observed in the proximal rca. A pt, "slightly under deployed stent" was noted in the mid rca. It was not reported that the lesion was predilated. A 3.5x32mm taxus stent was deployed at 16 atm in the proximal rca. The stent balloon was advanced into the mid rca and inflated to 18 atm. A post-intervention residual stenosis of 0% was reported. The pt received heparin, integrilin and intracoronary nitroglycerin during the procedure. The pt presented 321 days after the initial procedure with "recurrent chest pain," and 70-80% in-stent restenosis in the proximal and mid rca. Info concerning the intervention or complications was not reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.